Event description:
Customer stated was testing blood glucose on suspect device and readings were 476 and 367 mg/dl. Customer was taking insulin and when blood glucose readings started to go down, they stopped taking insulin. This put pt in the hosp. No further info was provided by the customer.